Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was reported to the physician(s), who questioned the result. The sample was reprocessed on an original system. The repeat result recovered higher and was reported as correct result to the physician(s). Later, the patient was redrawn, and the redrawn sample was processed on an alternate dimension exl 200 integrated chemistry system and on an original system. All the results from this sample recovered higher than the initial result and were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was within the range on the day of the event. The customer stated that there were no integrated multisensor technology (imt) errors. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, performed super conditioning of the x1 tubing, replaced all the imt tubings and rotary valve and ran dilution check and qc, which passed. Siemens reviewed instrument data, observed that air and liquid values of standard a and standard b were within the normal range, calibration and dilution check correction factor were acceptable. Siemens further evaluated the event and determined that the flow issue through imt potential contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.